Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During ICD replacement procedure due to normal eri, the conductor wires of the right ventricular lead were observed to be externalized. The lead was capped. The patient is in good condition.